Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump exposed to fluid. Customer stated that they did hear fluid when shaking the pump. Customer also stated that they see fluid under the lcd. The customer notice there a small crack in the left of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.